Manufacturer narrative:
Lot number: the reporter noted gf026354, which is not a valid lot number. The valid lot number gs026354 was used in this report. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.(B)(4).

Event description:
It was reported by a nurse that the patient's mother observed an issue with a portex® bivona® flextend¿ tts¿ neonatal and pediatric tracheostomy tube immediately upon use. The patient's mother thought there was a hole in the cuff, which caused the patient to struggle to maintain oxygen saturation. A tracheostomy tube change was conducted and the issue was considered resolved. No permanent injury was reported. See MFR: 3012307300-2016-00060.